Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the "insulation on the cable" of the foot control device "was broken". The device was left in the operating room with a note. It was unknown to the reporter if the device was used in surgery. It was unknown if there were any delays in a surgical procedure. A spare device was available for use at the facility. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual sample was returned for evaluation.  Reliability engineering evaluated the device.  A visual assessment revealed that the insulation on the cable was broken.  Therefore, the reported condition was confirmed.  The assignable root cause was determined to be normal wear from use and servicing.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.